Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the error message ¿sig¿ was shown during patient treatment. The device has been exchanged with a backup device. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed the error message "sig" during patient treatment. The device has been exchanged with a backup device. No harm to any person occurred. A getinge service technician was on site on 2022-02-10 to check the affected rotaflow (B)(6) . The technician was unable to duplicate the reported "sig error". No parts have been replaced. The device is working as intended and has been cleared for clinical use. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "sig error" can be linked to the following most possible root causes according to the rotaflow risk management file. Bubble/flow sensor failure, e.g.: dried contact gel. User forgot renewing contact gel. A device history review (DHR) was performed on 2022-03-17 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).